Event description:
Customer said that unit passes the self test okay and will assess and shock, but will not perform any other functions. It will not recognize shockable rhythms from a defibrillated manikin. It assesses and goes into monitoring. The customer is not sure if the unit or the manikin is at fault. Additionally, after removing a charger plug that had broken off in the unit's charger connector. Unit stopped prompting "disconnect charger" when a charger was connected.